Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample probe syringe and adjusted all the alignments. The cse cleaned and lubricated the sample motor lead screws, replaced the sample metering syringe tip and checked the syringe gaps. The cse cleaned the sample drain, aligned the reagent 1 probe and checked the source lamp. In a follow-up visit, the cse discovered that the cuvette temperature was not being calibrated properly. The cse replaced all the parts that affect the cuvette temperature and instructed the customer on the proper temperature calibration method. The cse ran system checks, which were acceptable. The customer did not obtain any additional discordant results. The cause of the discordant, falsely elevated glucose result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated glucose (gluc) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated in duplicate on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose result.